Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when going to zero after being used during 12 hours, the pressure tubing of this pressure monitoring set with vamp adult z-site was found detached from the shutoff valve beside the plunger. Unnecessary large amount of blood loss was found on the floor, but an estimation in ml could not be provided. No additional intervention to the patient was necessary, other than connect a new product and not being able to monitor this unstable patient in the meantime.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section d9, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "detached" was confirmed. Pressure tubing had been completely detached from bond joint with vamp adult reservoir stopcock. Indication of bonding material was evident on tubing bond surface area of the tubing. Tubing od measured near the point of detachment was within specification. No other visible damage or leakage was observed from the unit. Lab findings were aligned with customer pictures. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. A gemba walk was carried out throughout the entire process with a cross functional team, however, a definite root cause could not be identified at this time. There are manufacturing process controls to avoid potential causes related to the related malfunction.